Event description:
During the course of pelvic reconstructive surgery, the surgeon passed the tunica vaginalis testis needle with great difficulty on one side and properly placed the device. When he pulled the needle through the abdominal incision, the needle separated from the mesh. The mesh, sheath and shrink tube were removed vaginally. The physician abandoned the procedure. The physician feels that the difficulty encountered is due to the dense scarring and retropubic adhesions.